Event description:
During the implant procedure, while using the medtronic catheter passer, the physician nicked the jugular vein and the patient experienced bleeding. Physician made a third incision and used cautery to stop the bleeding. This resolved the issue.